Event description:
It was reported that the bd phoenix¿ ap was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: instrument contaminated after service. Customer thinks its gram negative, but getting failures and trying to get more information.

Manufacturer narrative:
H6: investigation summary the complaint of "contamination issues after service" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided instruction to the customer to clean the instrument including rack and tubing follow decontamination process which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h10.

Event description:
It was reported that the bd phoenix¿ ap was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: instrument contaminated after service. Customer thinks its gram negative, but getting failures and trying to get more information.